Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the davol ventralex device may have caused or contributed to the events as alleged by the patients attorney. Medical records were not provided and based on the limited information provided it is unclear if the (B)(6) 2014 composix e/x implant is related to the ventralex. Although the information provided indicates the implant of a davol composix ex mesh there has been no allegation of an adverse event associated with that device. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 -the patient underwent implant of a ventralex hernia patch. On (B)(6) 2014 - the patient underwent implant of a composix e/x mesh. It is alleged by the attorney the product's about which patient is making a claim is the ventralex. Attorney alleges patient experienced physical pain and suffering for severe permanent personal injuries.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 -the patient underwent implant of a ventralex hernia patch. (B)(6) /2014 - the patient underwent implant of a composix e/x mesh. It is alleged by the attorney the product's about which patient is making a claim is the ventralex. Attorney alleges patient experienced physical pain and suffering for severe permanent personal injuries. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernias thereby underwent laparoscopic repair with implant of two ventralex meshes (device #1 & device #2). Per operative notes, "two hernias were noted with incarcerated fat. An 8 cm ventralex mesh (device #1) was placed over the both defect in epigastric region. A 6 cm ventralex mesh (device #2) was placed in umbilicus." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of mesh (ventralex mesh - device #1) and implant of composix e/x mesh (device #3). Per operative notes, "there was adhesions to the previous mesh and identified a small recurrent hernia at the lateral edge of previous epigastric mesh. The epigastric mesh was also somewhat bunched up. The hernia sac was reduced and a piece of composix mesh e/x (device #3) was placed over the old mesh and new defect". Attorney alleges that the patient had adhesions, nerve damage, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the davol ventralex device may have caused or contributed to the events as alleged by the patients attorney. Medical records were not provided and based on the limited information provided it is unclear if the 02/14/2014 composix e/x implant is related to the ventralex. Although the information provided indicates the implant of a davol composix ex mesh there has been no allegation of an adverse event associated with that device. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the davol ventralex device may have caused or contributed to the events as alleged by the patients attorney. Medical records were not provided and based on the limited information provided it is unclear if the 02/14/2014 composix e/x implant is related to the ventralex. Although the information provided indicates the implant of a davol composix ex mesh there has been no allegation of an adverse event associated with that device. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to update the explant date and to correct the PMA/510(k) and manufacturing date. Note, the date of manufacturing (15-oct-2011) is considered to be a best estimate. Updated fields: b4, d.6b (date of explant), g3, g6, h2, h6, h10, h11. Corrected field: g4 (PMA/510(k)), h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 -the patient underwent implant of a ventralex hernia patch. (B)(6) 2014 - the patient underwent implant of a composix e/x mesh. It is alleged by the attorney the product's about which patient is making a claim is the ventralex. Attorney alleges patient experienced physical pain and suffering for severe permanent personal injuries. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernias thereby underwent laparoscopic repair with implant of two ventralex meshes (device #1 & device #2). Per operative notes, "two hernias were noted with incarcerated fat. An 8 cm ventralex mesh (device #1) was placed over the both defect in epigastric region. A 6 cm ventralex mesh (device #2) was placed in umbilicus." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of mesh ventralex mesh (device #1) and implant of composix e/x mesh (device #3). Per operative notes, "there was adhesions to the previous mesh and identified a small recurrent hernia at the lateral edge of previous epigastric mesh. The epigastric mesh was also somewhat bunched up. The hernia sac was reduced and a piece of composix mesh e/x (device #3) was placed over the old mesh and new defect." Attorney alleges that the patient had adhesions, nerve damage, hernia recurrence, pain and emotional injuries.